Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced dizziness and a heart rate of 35 beats per minute (bpm). The device was checked and there was no noise noted. An x-ray was obtained which was normal. The right ventricular (rv) impedance measurements had increased, but were not out of range. Loss of capture and intermittent rv undersensing were noted. Isometrics were performed which were normal. The device was reprogrammed with no further issues noted. The device remains in service. No adverse patient effects were reported.